Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
It was reported that centrella med-surg (product code p7900b200412, serial number (B)(6), had the bed will raise the head on its own at times. There was no patient/user injury, medical intervention, symptom, or adverse event reported.